Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that she had high blood glucose, the insulin pump was not delivering her insulin and did not alarm to notify her that she was not getting any insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.